Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the electronics printed circuit board (pcb) and harness. The customer reported the ventilator passed all testing.

Manufacturer narrative:
(B)(4).